Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: high-frequency treatment device was used without taking sufficient distance from the tip. The event can be detected/prevented by handling the device in accordance with the following sections of the instructions for use: 3.8 inspection of the endoscopic system 4.3 using endotherapy accessories precautions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a burnt tip cover/body. There was no patient involvement.